Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-17. The patient first noticed the issue with their previous device at the end of (B)(6) 2016 or (B)(6) 2016. The manufacture representative (rep) would have better details since they started the system up after it failed. The patient clarified that nothing would start happening by stating that in the morning they would change/turn the setting on the patient programmer from night to day but it didn¿t respond. They checked the patient programmer battery which were good. There was no response to any buttons pushed on the programmer so they called the doctor¿s office. There were no circumstances that may have led to/caused the issue. The patient was not told about any causes for the device not working. The rep got the device working but details are unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when the patient had their previous ins, they knew their device was not working because when they turned it up nothing would start happening. It was noted the patient's programmer was the indicator that stuff was not working. No symptoms were reported. No further complications were reported or anticipated.